Manufacturer narrative:
On october 14, 2020, the product investigation was completed. A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Device investigation summary: during the visual evaluation, an anomaly was observed on the anterior view of the device consistent with crease/fold. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. A second product was received 248310 lot number. No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 13, 2020, mentor became aware that the patient underwent bilateral replacement with the following devices: (left) 405cc mentor memorygel breast implant catalog: 3507405mc lot: 7729388 sn: (B)(6) and (right) 405cc mentor memorygel breast implant catalog: 3507405mc lot: 7372587 sn: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. (B)(4).

Event description:
It was reported that a (B)(6) year old female patient, who underwent breast augmentation revision with two 375cc mentor memorygel breast implants as part of a study, suffered left breast hardening; capsular contracture baker grade ii, post-procedure. The capsular contracture was diagnosed via physical examination. The patient also had mammogram taken. As a result, the patient underwent bilateral implant explantation on (B)(6) 2020.